Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had no improvement in incontinence symptom control since their revision and had pain in their lower back and left butt cheek. The patient also reported that since the revision it was difficult for them to have a bowel movement. The patient reported they had reprogramming the day of the call which did not go well as they told the representative that they were not feeling stimulation in the vaginal/pelvic area, only in their left toe even after all the programming. The patient stated their healthcare provider came to see them after the rep left and told them that they were not going to do another revision and recommended they turn stimulation off for a month. The patient reported that they wanted the device removed and were scheduled for removal on (B)(6) 2019. The patient was redirected to their healthcare provider to finalize the arrangements. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep): the rep had not done further troubleshooting and the cause of the stim in patient's toe/lack of stim in correct area was not determined. The rep did not know whether device was explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Clarification of letter from healthcare professional previously received: when asked the cause of the stimulation being in the patient's left toe the hcp responded, "not true", great vaginal stimulation. Hcp reported device was not going to be returned as explant was not indicated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that every program the rep tried with the patient was uncomfortable or they only felt it in their toe. At one point the patient yelled that it hurt their butthole. The rep then shut the device off and got the healthcare provider as all of the programming options were exhausted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked the cause of the stimulation being in the patient's left toe the hcp responded, "not true", great (illegible) stimulation. The hcp stated the patient was obese at (B)(6). Hcp reported device was not going to be returned and there was other illegible writing with regard to device being scheduled for explant. No further complications were reported at this time.